Manufacturer narrative:
The account adjusted the cardiopulmonary resuscitation linkage and the left user control module board was replaced to resolve the issue.

Event description:
The account alleged the head section was drifting down slowly. No pt impact.